Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to malfunction, including embedment, occlusion, irretrievable that causes injury and damage to the patient. The medical records received for review comprised of an image of a computed tomography angiography (cta) of the aorta and another image of a computerized tomography (CT) enterography series. Both images were captured post implant; however, a radiological report was not provided. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fifteen years and eight months after the filter implantation. The patient reported blood clots, clotting, and or occlusion of the inferior vena cava (ivc) and device unable to be retrieved, along with two unsuccessful percutaneous removal procedure attempts. The first procedure was attempted approximately fifteen years and eight months post implant; and three months after the first one, a second removal procedure was attempted without success. Surgical procedural details were not provided. The patient further experienced anxiety related to the filter being occluded and embedded within the vena cava and unable to be retrieved.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused embedment and occlusion. The patient reported becoming aware of blood clots, clotting, and or occlusion of the inferior vena cava (ivc) and device unable to be retrieved with two unsuccessful percutaneous removal procedure attempts, approximately fifteen years and eight months post implant. The first attempted removal procedure was approximately fifteen years and eight months post implant; and three months later a second unsuccessful removal procedure was attempted. The procedural details have not been provided. The patient also reports anxiety related to these events. A computed tomography angiography of the aorta with femoral to lower extremity runoff image was received an ivc filter is depicted in the image, no radiological review was provided. A second image, computerized tomography (CT) enterography series, was also provided, again without radiological review. The image depicts a filter that appears to be below the level of the renal veins. With the information provided, no other information can be gleaned from the images. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. Occlusion was reported, however with the limited information provided the event could not be further clarified. Blood clots and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused embedment and occlusion. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. Occlusion was reported, however with the limited information provided the event could not be further clarified. Blood clots and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to malfunction, including embedment, occlusion, irretrievable that causes injury and damage to the patient.